Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for a box change and the clinic wanted to perform r-wave synchronous shocks to check lead integrity as the shock impedance was high (170 ohms) but stable. Unfortunately, the patient ate breakfast and the procedure was postponed, and no shock testing was performed. The patient will be rescheduled. No adverse patient effects were reported. This lead remains in service.